Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Blood glucose level was 540 mg/dl. Customer drank water and walked around her home to address bg level. Customer successfully loaded a new cartridge for insulin therapy.